Event description:
Patient was using a medline translator combination rollator/transport chair. She went to sit in the chair and the lid was up and fell in the basket. Patient says she has an eye problem and because the wheelchair including the basket and lid are all the same color, it made it more difficult for her to see. Patient also stated that she had to go to the emergency room because of it.